Event description:
It was reported that after completion of a da vinci surgical procedure, it was noted that one of the little plastic pieces at the tip end broke on the fenestrated bipolar forceps instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken yaw pulley missing a piece measuring .159 x .054 opposite the conductor break, allowing the grip to move within the pulley and have larger range of motion in the yaw. It is inconclusive of how the piece of the yaw pulley broke. Failure analysis also found the instrument conductor wire to be broken at the yaw pulley exit. The wire was detached from its connection at the grip. The electrical continuity test failed. The yaw pulley did not show any signs of arcing. Additionally, the instrument pitch cable was frayed at the distal idler. There was no damage found on the clevis. Also, there were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the yaw pulley and the damage to pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.